Event description:
Report #2 of 2 for this event. As reported via legal documentation, a patient had left total knee arthroplasty. Subsequently, ten (10) year, nine (9) months later, the patient presented with pain with weight bearing limiting her activity. As a result, the patient underwent a left knee revision procedure due to aseptic loosening of the femoral component, osteolysis at the femoral condyle and tibial plateau and prosthesis wear. A revision operative report was provided. Intraoperatively it was noted the femoral component was significantly loose and debonded from any cement. The patella and tibial components were found to be well fixed. The patient was transferred to the recovery room in stable condition. No additional information is available.